Event description:
The device was used during a thoracotomy procedure. Reportedly, the stapleline was incomplete. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.